Manufacturer narrative:
UDI #: (B)(4). Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The events of possible infection, swelling, rock hard nodules, product migration and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Health professional reported approx 4-5 day after injection with 1 syringe of juvederm ultra plus xc in the lips, the pt experienced swelling, rock hard nodules, the product migrated to the soft tissue above the lips, and drainage of clear fluid at the injection site. Initial treatment with a warm compress was administered on the day of onset. Hyaluronidase, "antibiotics," and "steroids" were provided as treatment approx a few days later. Symptoms are ongoing.